Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported on (B)(6) 2016 that the patient moved and was having trouble finding a health care professional (hcp) willing to refill his pump. The consumer stated that he was calling to find out how long the pump can go empty. It was indicated that the patient's pump went empty in (B)(6) 2015 as he was having trouble refilling it before he left. It was noted that the patient called before and there were no further options for him near him at that time. It was reviewed that there is a potential for damage to occur when a pump runs dry and the longer it goes empty the more likely that damage is to occur. No symptoms or further information were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.